Event description:
France. Allegedly, a misuse incident occurred and led to the implantation of a sizer instead of a permanent implant during a surgical procedure in (B)(6) 2025. The sizer was explanted in (B)(6). This incident does not question the conformity of the motiva device, but rather constitutes a misuse by the healthcare facility. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
Dfu revision: per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast sizer implants, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: intended use: intraoperative, single-use, sterile silicone breast sizers motiva implant matrix® are sizing devices designed for temporary intraoperative placement to assist in determining the desired breast implant volume and shape for each patient prior to implantation of a longterm silicone breast implant. Single-use device: "this product is intended to be used only in one patient for a single procedure. Do not reuse sizers. Reusing a single-use device could expose patients and staff to risks that outweigh the perceived benefits of using such devices. This product is not intended to be reprocessed in any way and/or used again, not even on the same patient. The reuse of single-use devices can affect their safety, performance, and effectiveness. Patients can be exposed to unnecessary risks, and other associated effects such as seroma, capsular contracture, and possible reoperation. In addition, it is not possible to assure an effective cleaning and decontamination; patients can be exposed to residues of cleaning agents, reaction to endotoxins, and another bio-hazards risk and/or device failure. This practice may also have legal implications that vary according to each jurisdiction. Intraoperative, single-use, sterile silicone breast sizers motiva implant matrix® are intended for single use only. Intraoperative, single-use, sterile silicone breast sizers motiva implant matrix® are designed for temporary use and must not be long-term implanted. Sizers are specifically labeled ¿single-use ¿ do not resterilize¿ and ¿not for long-term implantation.¿ the patch also identifies the device as sizer.". A complete review of the DHR's was carried out, no deviation was found in the process. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Establishment labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions.